Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg was successfully recharged completely within a four-hour cycle. After analyzing the devices data logs, no anomalies related to premature battery depletion were found. However, considering that the device was implanted in 2018, a review of the labeling indicated that the rechargeable stimulator battery should last at least five years. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to restore full capacity, leading to difficulties during the charging process.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.